Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for investigation. Informed customer that the plv alarm essentially means that the setting need to be adjusted and that it is normal in volume based ventilation modes. Results of investigation: the root cause was determined due to user fault - user fault - others. Lack of training / understanding of the bellavista plv (pressure limited ventilation) lung protection safety feature.

Event description:
The customer reported bellavista1000 us having low tidal volume issue, not delivering enough volume skimmed through logs and saw that plv is being activated. Furthermore, there was no patient associated with the event.